Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl after multiple occurrences of alert 38 (motor stall). The user administered a corrective insulin injection and resumed therapy after replacement of the device. No outside medical intervention was required.